Event description:
It was reported that during a pci procedure, a balloon ruptured occurred. The 90% stenotic lesion was located in the severly calcified, moderately tortuous mid left anterior descending (lad) artery. The 3.0x15mm maverick2 monorail balloon catheter was being used for pre-dilation of the lesion. The balloon was inflated twice, each time to 12 atms. During the second inflation, the balloon ruptured. The procedure was completed with another manufacturer's stent. There were no reported patient complications. Patient status listed as "good".

Manufacturer narrative:
The device was discarded at the user facility, thus a returned product analysis could not be conducted. The root cause of this complaint cannot be determine.